Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2019. Suspect lot numbers were h18h2879 and h18g12042. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated peritoneal dialysis (pd) cassettes were leaking. The leaks were observed coming from an unspecified location and occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.